Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported on behalf of the customer that soltive premium superpulsed laser system was inoperable. The device was inspected prior to use. The unit flashed and completely turned off with a burning smell. The patient was anaesthetized and prepped for the intended therapeutic lithotripsy procedure; however, due to the device issue, the procedure was unable to be completed and was cancelled. The patient was treated with pain medication (endone) prior to the proedure.the physician placed a stent instead due to pain from kidney stones. The patient was transported to another hospital to carry out the lithotripsy procedure. No follow-up patient information has been received upon request to the customer at the time of the report.

Event description:
Follow-up information received from customer stating that the patient was treated at another hopsital with a non-olympus laser device (holmer laser). Reportedly, there were no long term concerns since the patient was treated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: it was confirmed that the device did not power on. The device fans turned on, but the rest of the device failed to turn on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the device becoming inoperable was a result of a faulty power supply, which shorted and caused the device to not start. This supplemental report includes an update to d4 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.